Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 575 mg/dl. The customer reported that they had diabetes ketoacidosis and had bent cannula. The customer was no table to troubleshoot for high blood glucose. The troubleshooting was done for bent cannula. The insulin pump will not be and infusion set will be returned for analysis.